Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was unwell and got hospitalized on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels was 29mmol/l at the time of event and patient got treated with intravenous insulin. The patient stayed in the hospital for more than twenty-four hours. Patient tested for ketones with value 4 mmol/l. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008288, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-oct-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6008288. The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6008288 was manufactured according to the work instruction (wi) version 79 and manufactured in the multivac m12 on 28-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. The reference samples for the lot 6008288 have already been previously tested for visual inspection and tested for flow and leak in the database complaint (B)(4) on 08/jul/2025. Visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.